Event description:
An emergency room physician reported that the vns patient presented to the ER with complaints of seizures, swelling in her throat and painful stimulation. The emergency room physician indicated that he was unsure if there was a lead malfunction, but wanted information on how to disable the device without the patient's magnet. The physician was informed that he could obtain magnets from the neurologist or obtain a cow magnet or if the hospital had a programming system he could disable the device with it. The physician stated that he would consider the options. No other information was provided at the time of the initial report. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.